Event description:
It was reported while using an unspecified bd nexiva the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: reported date: (B)(6) 2022; event date: (B)(6) 2022; item number: not reported; lot number: not reported; item retained in defect depot?: yes, available for pick up; picture: no; patient harm: no harm; area: cc (clark clinic; vascular access) formerly infusion therapy event details: ¿ pt came to vap clinic for piv. Stuck the patient using 22g nexiva using ultrasound machine to access vein. Able to insert the catheter without difficulty but no blood return and unable to flush. I did not realized that the catheter extension was clamped during manufacturing process which is not supposed to be. The catheter melted and stucked together. I have to stick the patient again.¿

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd nexiva the tubing was damaged. There was no report of patient impact. The following information was provided by the initial reporter: reported date: 06/06/2022; event date: (B)(6) 2022; item number: not reported; lot number: not reported; item retained in defect depot?: yes, available for pick up; picture: no; patient harm: no harm; area: cc (clark clinic; vascular access) formerly infusion therapy event details: ¿ pt came to vap clinic for piv. Stuck the patient using 22g nexiva using ultrasound machine to access vein. Able to insert the catheter without difficulty but no blood return and unable to flush. I did not realized that the catheter extension was clamped during manufacturing process which is not supposed to be. The catheter melted and stucked together. I have to stick the patient again.¿

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-may-2023 h6: investigation summary our quality engineer inspected the sample submitted for evaluation. Bd received one used 22g nexiva unit with no product documentation to indicate the reference or lot number. A gross visual inspection of the returned unit found that the extension tubing was kinked near the luer adapter. The features of the kink are representative of what occurs when the clamp is left engaged for a long time. The unit was tested by flushing and aspirating through both luer ports. The unit successfully flushed and aspirated. Flashback could not be tested as the unit was used and the needle was not returned. However, if the unit was received with the clamp engaged, flashback would not be able to be achieved during insertion. As the unit was received with the clamp disengaged it is likely that the clamp was prematurely engaged during manufacturing. During manufacturing, the clamp may be prematurely activated due to damaged tooling. Operators perform flashback testing and visual inspection for visual defects per the quality control and sampling plans to mitigate the occurrence of this defect. A device history review could not be completed as no batch number was provided. See h10.